Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that the surgeon reamed a 14mm reamer, the team used a 14mm x 110 stem trial. Constructed the final implant with a 14 x 10 stem. The construct would not seat and was 4 - 6 inches proud. The surgeon removed the construct and reamed with a 15 mm reamer and tried to reimplant the construct. The 14mm stem was discarded when it would not seat again. There was no writing on the stem to confirm it was actually a 14mm stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.